Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency department with the implantable cardioverter defibrillator exhibiting a diagnostic anomaly. The device had appropriately delivered high voltage shock due in response to a ventricular fibrillation episode. However, an interrogation showed that the sequence of the episode on the stored electrocardiogram, was not in correct order. No interventions were reported. The patient was in stable condition.